Event description:
It was reported that via radial access, a 6 french non-abbott sheath was placed and the omnilink elite 10.0 x 39mm x 80cm was advanced. However the device could not be advanced through the sheath, as it stopped at the proximal section of the sheath and it never exited the distal end of the sheath into the anatomy. The omnilink elite device was removed from 6 french non-abbott sheath and the sheath was also retracted. A 7 french non-abbott sheath was placed and a new omnilink elite stent of the sames size was inserted without issue through the 7 french non-abbott sheath. The lesion was treated successfully. There was no delay in the procedure at all and there were no adverse patient effects. Return device analysis revealed a distal shaft separation and the distal portion was stuck inside the non-abbott 6 f sheath. The separation was confirmed to have occurred during post-procedural handling; however, it appears that at some point there was difficulty removing the device from the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: 0.35 guide wire (manufacturer unknown); sheath: 7f cordis sheath. Evaluation summary: the device was returned for analysis. The separated portion of the stent delivery system shaft could not be removed from the non-abbott sheath. The difficulties with the introducer sheath could not be replicated in a testing environment due to the condition of the returned product. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.